Event description:
Allegedly, patient was revised due to mom complications. Right (pain and metal ion exposure). Chronic pain; leg length discrepancy; difficulty walking; difficulty standing and sitting for prolonged periods of time

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01336, -01338.